Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance during treatment on the homechoice machine. Reportedly, during initial drain hp noticed that home pt's homechoice set had a leak. The leak was located in the supply line (with the white clamp) of the homechoice set. Tsc assisted hp in ending treatment early and setting up with new supplies to complete home patient's therapy. No pt injury or medical intervention was associated with this incident per hp.